Event description:
New information received indicated that was noise seen on the right ventricular (rv) lead. No intervention was performed, and no patient symptom was reported.

Event description:
It was reported the asymptomatic patient presented in clinic for an unrelated procedure. After the procedure, it was observed upon interrogation that the patient's right ventricular lead was oversensing noise. Programming changes were completed to address this issue. The patient was stable throughout.